Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited high impedance and high capture thresholds. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No conclusion code available; final analysis found fracture inner coil at 7.0cm from the connector pin as a result of fatigue.